Manufacturer narrative:
Please note the corrections to h6 results and h6 conclusion codes. The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The optical and functional evaluation of the returned part shows that the part got returned in a strongly used, but functional condition. R&d has done first inspection and reviewed the received information and noted: there were samples which showed ¿deformations¿ which can be caused by one non-functioning strut in the frame construct. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a non-functioning strut in the construct. If more information is provided, the case will be reassessed.

Event description:
As reported: "patient came in for follow up on the bone transport frame. The surgeon then noticed the bt strut had malfunctioned and was no long moving or transporting. The other 2 struts did move making the transporting bone shift anterior to posterior. We were able to swap out the broken strut for another strut. The patient had to spend another hour in the clinic while we exchanged his strut and had to go back and get follow up x-rays." Update: we used all stryker hoffman components. 1 half ring, 3 circular rings and 1 foot plate with rocker shoes, 4 struts were used in total. The patient was instructed to keep weigh barring to a minimum. We added rocker shoes a week after in the clinic to help with allowing the patient to rest his foot on the ground. The overall health of the patient is good and bone quality was fine. The frames was attached to the patients tibia. Activity level of the patient was low. The patient did not complain. The surgeon noticed the struts not working correctly after x-rays were performed.

Event description:
As reported: "patient came in for follow up on the bone transport frame. The surgeon then noticed the bt strut had malfunctioned and was no long moving or transporting. The other 2 struts did move making the transporting bone shift anterior to posterior. We were able to swap out the broken strut for another strut. The patient had to spend another hour in the clinic while we exchanged his strut and had to go back and get follow up x-rays." Update: we used all stryker hoffman components. 1 half ring, 3 circular rings and 1 foot plate with rocker shoes, 4 struts were used in total. The patient was instructed to keep weigh barring to a minimum. We added rocker shoes a week after in the clinic to help with allowing the patient to rest his foot on the ground. The overall health of the patient is good and bone quality was fine. The frames was attached to the patients tibia. Activity level of the patient was low. The patient did not complain. The surgeon noticed the struts not working correctly after x-rays were performed.

Manufacturer narrative:
The reported event could not be confirmed, since doesn't matches the alleged failure, although the product was returned for evaluation. The optical and functional evaluation of the returned part shows that the part got returned in a used, but functional condition. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.